Event description:
It was reported there was a low reservoir alarm. Additional information received reported the problem was in the past and may have been due to the pump not being properly updated. Additional information was received and it was reported that ¿they were able to fix it by verifying that they had updated the pump after drug refill."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).